Manufacturer narrative:
Section d10 - device available for evaluation? Yes. Section d10 - returned to manufacturer on: 1/5/2021. Section h3 - device returned to manufacturer? Yes. Section h6 - device code: added 1426 for follow-up report of clouded lens. Device evaluation: visual inspection under magnification revealed, several dark marks on the surface and interior of optic body. Which may have been the result, of a yag laser treatment per input from (B)(6) md (post market surveillance officer). The ¿condensation on lens¿ was not observed. Which may have been the result of receiving the lens submerged in solution. Which may have washed the complaint defects off. The complaint issue could not be confirmed. And no product deficiency could be identified. All pertinent information, available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Through follow-up we learned that the back-surface of the iol seemed to be clouded/coated. Following explant no damage to the lens was visible. The iol has been replaced with another iol. No patient issues were reported and serial number of the lens could not be provided. The explanted lens was kept and will be returned. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: born in (B)(6), exact date not provided. Serial #: unknown/ not provided. Catalogue #: a complete catalogue # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. If implanted; give date: unknown/ not provided. (B)(6). Device manufacture date: unknown as product serial number was not provided. (B)(4). Device evaluation: the intraocular lens (iol) was not returned for evaluation and no serial number was provided. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens could not be reviewed as no serial number was provided. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens had to be explanted on the (B)(6) 2018 following condensation of the lens. No issues or medical/ surgical interventions have been reported. No additional information was provided.